Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded ¿real world¿ feasibility of the fenestrated anaconda stent graft is demonstrated with 4% perioperative mortality. Limb thrombosis during follow up is of concern. [(B)(4)].

Event description:
Article: shahverdyan, r. E. (2016). Single centre results of total endovascular repair of complex aortic aneurysms with custom made anaconda fenestrated stent grafts. European journal of vascular and endovascular surgery, 500-508. Purpose: to report experience using the anaconda fenestrated device with special emphasis on target vessel patency and pitfalls with the device. Per the article adverse events included compartment syndrome, rupture, infection, non healing wound, cholecystitis, ischemia, hemorrhage, dissection, thrombosis, endoleaks and renal failure.